Event description:
It was reported that during an unrelated procedure, this defibrillator system delivered a shock to the patient. Following the procedure, this device was noted to have recorded a fault code 1004 attributed to a lead conductor fracture. The device and lead were then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead had been returned in two segments, having been severed approximately 11 centimeters (cm) from the terminal end. Additionally, exposed conductor coils and lead body damage, including insulation abrasion were noted. This type of damage is consistent with repeated stress over time. In this case, it is believed the stress was caused by lead contact with the device case. The insulation abrasion and exposure of the conductor coils resulted in energy arcing from the lead to the device case, causing the arc mark on the exterior of the case and also resulting in the observed code 1004 after shock delivery.

Event description:
It was reported that during an unrelated procedure, this defibrillator system delivered a shock to the patient. Following the procedure, this device was noted to have recorded a fault code 1004 due to a lead conductor fracture. The device and lead were then explanted and replaced. No additional adverse patient effects were reported.